Event description:
International affiliate reports that during examination the surgeon found that the patient had slit ventricles. Although the valve pressure was adjusted, the slit ventricle condition did not change and the valve was explanted.